Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(6). Evaluation methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device not returned. Concomitant products: carto 3 system; model #: m-4800-01; serial #: (B)(4). Smartablate generator; model #: m-4900-07; serial #: (B)(4). Smartablate pump; model #: m-4900-08; serial #: (B)(4). Lasso navigational variable eco catheter; model #: d-1343-01-s; lot #: 17265207l. Soundstar eco catheter; model #: m-5723-15; lot #: 10438577 (lot # e5013063). Non biosense webster - brk/mullens needle. Non biosense webster - agilis sheath. (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring a pericardiocentesis. During ablation of the left pulmonary veins, the patient became hypotensive and a pericardial effusion was confirmed using intra-cardiac echocardiogram. A pericardiocentesis was performed yielding 200 cc of fluid. The patient was stabilized and the remainder of the procedure was aborted. The patient did required extended hospitalization for an unknown amount of time for monitoring. The patient was reported to be in improved condition at the time the complaint was reported. The physician's opinion regarding the cause of the event is that it was procedure related and that the perforation occurred during catheter manipulation. There were no error messages observed on the biosense webster equipment during the procedure. Settings during the procedure included: 30 watts with irrigation flow set at 30 ml/min. During the procedure, there were no spikes in impedance or force noted prior to the patient's decrease in blood pressure. The transseptal needle used was a brk/mullens. The sheath was an agilis. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 3/3/16. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. During ablation of the left pulmonary veins, the patient became hypotensive and a pericardial effusion was confirmed using intra-cardiac echocardiogram. A pericardiocentesis was performed yielding 200 cc of fluid. The patient was stabilized and the remainder of the procedure was aborted. The patient did required extended hospitalization for an unknown amount of time for monitoring. The patient was reported to be in improved condition at the time the complaint was reported. There were no error messages observed on the biosense webster equipment during the procedure. The returned device was visually and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. Based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster inc. Processes. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.